Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0nh79, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a patient fell on (B)(6) 2014 and it caused a hematoma right next to the implant. She was having intense pain where her buttock and legs connected and she met with a manufacturer representative the day of the report for reprogramming. Two days later it still wasn¿t right, it still hurt in the same area, and it was bending her leg. The patient turned the device off, took a pain pill, and it stopped hurting. The patient wanted to use the device because it was controlling her bowels and she wanted to know what program would take the pain away. She confirmed the device was off and planned to leave the device off and call the doctor or manufacturer representative the following day. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2015-01106 for information regarding a recent infection the patient had.

Event description:
Additional information received reported that the patient was implanted in (B)(6) 2014. The stimulator was working good, they made several adjustments, and the patient didn¿t have any problems. On (B)(6) 2014, the patient lost their backwards motion, fell, and hit a metal door frame. The patient knocked it out and disconnected the wires. The patient¿s health care provider (hcp) tried putting the implantable neurostimulator (ins) back in to save it. The ins was taken out in (B)(6) 2015 it finally healed. A new ins was put in on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient do have concerns with their device or therapy. The patient also reported that they received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported and patient stated that they fell about three years ago and felt a shocking sensation. No further complications were noted or anticipated.